Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient¿s blood glucose (bg) level reached 360 mg/dl and large ketones while wearing the pod between 4 and 24 hours. After realizing elevated bg levels, patient found the pink slide did not move forward as intended; this indicates that a needle mechanism failure occurred. As treatment, a manual injection was delivered, a new pod was applied and a correction was delivered.

Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in a needle mechanism failure. The device ran for 1420 pulses and was deactivated by the user. Cracks were observed in the top and bottom housings of the pod. It could not be determined when these cracks occurred. Investigation of the pod and the download data from the pod indicate that the cracks did not affect the functionality of the pod.